Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 14may2019, an email was received from a patient¿s (pt) family member who reported irritation and redness while the pt was wearing the acuvue oasys brand contact lenses (cl). The family member reported the brand of cl solution was changed, but the symptoms continued with cl wear. On 22may2019, additional medical information was provided: the family member reported the pt experienced irritation and redness with 3 cls that began in (B)(6) 2019. The cls were inserted in the left eye (os) directly from the blister package. The pt experienced redness after the suspect lenses were removed. The os remained red and sore for 1 week. The pt went to an eye care provider (ecp) who diagnosed an os corneal ulcer. The pt was prescribed an antibiotic eye drop os (name of the medication is unknown) every 6 hours for 1 week. The ecp advised the pt not to return to cl wear for 1 week. The pt reports daily cl wear with a 2-week replacement schedule. The pt has not returned to cl wear and continues to wear glasses. The family member reported the os is currently fine. On 24may2019, an email was received from the family member with pictures of vigamox eye drops. No additional medical information was provided. On 30may2019, an email was received from the family member with a note from the treating ecp: ecp note dated (B)(6) 2019: "I certify for the right purposes that the pt visited the office for consultation and exams, being able to use the contact lenses again, unless he returns to have the same symptoms". No additional medical information was provided. On (B)(6) 2019, additional medical information was provided: the family member reported that the pt visited the ecp in (B)(6) 2019 due to eye pain and the sensation on sand in the eye. The os was better the day after beginning the medication. The medication was used for 1 week. The pt has successfully returned to cl wear. No additional medical information was provided. On (B)(6) 2019, additional information was provided by the treating ecp: the ecp reported that the pt had a small ulcer (unknown location). The pt was treated for 1 week (unknown medication, frequency, and dosage). The pt slept in cls and was wearing cls longer than the recommended replacement schedule. The ecp was unable to provide any further medical information. No additional medical information has been received. The suspect os lenses were discarded by the pt. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003jzt was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.